Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have a broken input disk 6 completely broken into pieces inside and detached from the housing while input disk 7 cracked. Other backend components adjacent the broken inputs do not show damage which may indicate potential improper reprocessing. The grip cable for input disk 6 dislodged. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, 8mm large hem-o-lok clip applier instrument did not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgeon clamped on to a vessel or tissue bundle. The issue was associated with the clip applier jaws remaining static/not moving when surgeon commanded movement. The large, weck hem-o-lok clips were used. The vessel or tissue bundle was not greater than the suggested one. The issue was resolved by using a new clip applier. There are no photos/videos for isi review.